Event description:
A us distributor contacted zoll to report that a patient developed a wound under the lifevest equipment. Patient described the area as two wounds on back and one on chest. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed a cream for the skin irritation. Outcome of the wound is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.